Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) the patient received had premature battery depletion. The ipg was explanted and replaced. It was also reported that the patient presented to the clinic due to experiencing intermittent dizziness, bradycardia and felt their heart stop. Upon interrogation, it was found that the implantable pulse generator (ipg) had depleted prematurely also. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.